Event description:
It was reported that the device was removed due to noise observed on ventricular egms and oversensing. After device was removed, it was observed that the leads were connected properly in the header, but moisture was noticed in the header.

Manufacturer narrative:
The device functionality was tested on the bench and was normal. The device was tested on the automated test system. No anomaly was detected. The device met all specifications. X-ray inspection of the header wires revealed no anomaly. The diameters of the header bore were measured and were within specification. The cause of the noise is suspected to be myopotential or possibly emi.